Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart block requiring surgical intervention. It was reported that they mapped the site by using the pentaray catheter. Then, using a retrograde approach with the mapping catheter they started ablating and the patient had complete heart block. A temporary pacer was inserted into the patient. Upon further inspection it appeared there was a his signal on the ablation catheter before ablation began. The physician¿s opinion on the cause of this adverse event is that it was the procedure related. The outcome of the adverse event is unchanged. Heart block has remained and the bwi sales consultant was informed that the patient will receive a permanent pacemaker. It is unknown if the patient required extended hospitalization because of the adverse event. The bwi representative provided clarification on statement that "upon further inspection it appeared there was a his signal on the ablation catheter before ablation began". They stated that after seeing the patient was in complete heart block, they went back on the recording system to right before we came on ablation, and saw a his signal on the ablation catheter. There was no error message.